Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device was implanted in the patient.

Event description:
The patient was undergoing a coil embolization procedure in the left uterine artery using ruby coils. During the procedure, while attempting to advance a ruby coil through another manufacturer's microcatheter, the physician did not recall experiencing any resistance; however, the coil unintentionally detached within the microcatheter. Therefore, the physician used a syringe to flush the coil out of the microcatheter and into a vessel. Although the coil was not implanted into the target vessel, the physician did not make any attempts to retrieve the coil because the location of the implanted coil was not harmful. The procedure was then completed using a new ruby coil and the same non-penumbra microcatheter. It should be noted that the physician did not use a rotating hemostasis valve and did not maintain a continuous flush during the procedure. There was no report of an adverse effect to the patient.